Event description:
It was reported that the catheter fractured. The target lesion was located in the superficial femoral artery (sfa). A 135cm rubicon 18 guide catheter was selected for use. The rubicon guide catheter was advanced approximately 10 cm over a guidewire, and then it became stuck. The proximal shaft was noted to be kinked. A shaft fracture was observed approximately 40cm proximal from the hub. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: the rubicon 18 guide catheter was returned and analysis was completed. The device was visually and microscopically inspected for damage. The devices shaft showed damage in the form of a kink located 112.5cm from the tip. A .016 test guidewire was inserted into the catheter lumen and the wire transcended through the device until it reached the kink where a restriction was felt; however, the wire did pass through the device. There was no fracture of the device. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the catheter fractured. The target lesion was located in the superficial femoral artery (sfa). A 135cm rubicon 18 guide catheter was selected for use. The rubicon guide catheter was advanced approximately 10 cm over a guidewire, and then it became stuck. The proximal shaft was noted to be kinked. A shaft fracture was observed outside of the patient, approximately 40cm from the proximal hub. The catheter was removed still intact. The procedure was completed with another of same device. There were no patient complications.